Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for high impedance and short v-v intervals. The lead detections were initially programmed off and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.